Event description:
It was reported that the touch pen (stylus) for the programmer was not accurately calibrated to the arrow on the screen. It was attempted to calibrate manually and also a new stylus was tried, but the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the stylus would not calibrate. The overlay assembly was replaced and calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.